Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, swelling, warm area and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Patient reported being injected with juvéderm voluma with lidocaine in the cheeks. Two weeks later, the patient woke up and felt "really bad pain and swelling" in the left cheek and the area was warm. Patient saw a physician and was prescribed with keflex which was necessary to treat infection. Symptoms resolved 4 days later.

Manufacturer narrative:
Device history record found no significant anomalies. No deviations or non-conformances were found.

Event description:
Patient reported being injected with juvéderm voluma with lidocaine in the cheeks. Two weeks later, the patient woke up and felt "really bad pain and swelling" in the left cheek and the area was warm. Patient saw a physician and was prescribed with keflex which was necessary to treat infection. Symptoms resolved 4 days later.